Event description:
Freedom pump infusing slowly. Pt reported infusion took around over 7 hours when it normally takes a little less than 4 no other information known. No serial number provided. No additional information is available at this time. Did the reported product fault occur while in use with the patient? Yes; did the product issue cause or contribute to patient or clinical injury? No; if yes, was any medical intervention provided? No; is the actual device available for investigation? Yes, upon patient return did we replace device? Yes; did the patient have a backup device they were able to switch to? Yes; if yes, was the patient able to successfully continue their infusion? Yes; what is the outcome of the event? Resolved? Ongoing? Resolved.